Event description:
The son of the pt alleged that the vest fractured one of his dad's ribs.

Manufacturer narrative:
The device was evaluated by the hill-rom engineering dept. The unit was found to be operating within specifications. Failure modes for the blower were evaluated, and in no case did the blower output equal or exceed 1 p.s.I.